Event description:
Attorney alleges plaintiff suffers the following symptoms: deterioration of the wrist, hand and arm; severe pain, discoloration, swelling, distortion; reduced wrist, hand and arm mobility; chronic and continous pain throughout the area causing chronic fatigue and depression; unnecessary exposure to autoimmune diseases and additional corrective surgery and treatment. Attorney also alleges plaintiff suffers from emotional nervous upset occasioned by his injuries and disabilities.